Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is unknown.

Event description:
Related manufacturer report number 1627487-2021-17933. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.